Event description:
It was reported the customer had intermittent occlusion alarms. There was no reported adverse reaction to the customers blood glucose level. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.